Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the onetouch verio2 meter compared to another, unknown, meter. No results were provided for either meter, but the patient claimed that the subject meter's results were 10-25 points higher than the other meter. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.